Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and did not meet functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment and pcba. Internal warping, melting were observed inside battery compartment and on pcba.

Event description:
Customer contacted ameda, inc. On 11/10/2017 to report using her purely yours ultra breast pump in her car with batteries inside the battery compartment on (B)(6) 2017. She states the batteries melted inside the battery compartment while pumping and they became hot and leaked dark brown fluid inside this compartment. She states the batteries were coated with a white powdery substance. Customer denies any contact with the batteries, dark fluid or coating on the batteries. She states no burn or injury occurred. Customer reports leaving batteries inside the battery compartment when she pumps using the ac adapter. A replacement pump base was overnight shipped to the customer.